Manufacturer narrative:
The insulin pump was received with stained keypad overlay, missing retainer, scratched case, pillowing keypad overlay, missing reservoir tube o-ring, case cracked behind the pump at the corner of the belt clip rails and cracked battery tube threads. A test p-cap and reservoir was installed and did not lock in place due to missing retainer. Unable to perform the displacement test due to missing retainer. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a crack retainer ring. The customer stated that the reservoir was able to lock into place when inserted into insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.